Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the aiming beam was checked, near and far alignments and minor adjustments were made to meet manufacture specifications. Additionally, there were found damaged optics in the knuckles of the articulated arm and the mirrors 6 and 7 were replaced. Therefore, the reported allegation was confirmed leading to the reported event. After performed the alignment, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the image was fuzzy and unable to focus, it is possible related to a misalignment issue. There was no patient complication.

Event description:
It was reported that the customer is requestion service for the laser console due to possible misalignment issues. The console is unable to focus and a fuzzy image is displayed. There were no patient complications reported due to this event.